Event description:
The pt reported she is having difficulty with changing the cartridge on her insulin infusion device. She stated that when she inserts the cartridge into the device and tries to "screw on the adapter, " it well not go on. She stated she has the device turned off and that her blood glucose reading is "very high" at 280 mg/dl. She stated that she was going to give herself a shot. The company rep advised that if she needed to give herself a shot, she would be called back in 15 minutes in order to do more troubleshooting. On the callback, the pt stated she had given herself an injection of 4 units of insulin. She stated her symptom was that she doesn't "feel good." The pt was instructed to put the adapter on the device without anything attached which she successfully did. The pt was then instructed to put the cartridge in the device without the adapter. She stated the only thing sticking out of the device "is the protective cover" for the cartridge. The pt was advised that the cover should be removed. The pt was then instructed to put the infusion set on the cartridge and try to reseat the cartridge which she did without error. She was able to reset and prime the infusion set. On follow up, the pt stated that everything is fine and her blood glucose is back in the normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.